Manufacturer narrative:
No additional details are available.

Event description:
Patella pain, instability. Inlay change from 10mm to 14mm and patella bone was resurfaced. Primary surgery details are unknown.